Event description:
A customer reported a cartridge alarm 20 with a pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Technical support confirmed consecutive cartridge alarms and decided to replace the pump. The customer, lacking a backup insulin therapy, plans to consult with their healthcare provider. The caller was instructed on how to manage the pump return process, and a replacement pump was sent to them.